Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy skin irritation underneath the back therapy electrodes. Area was not open or broken. Patient stated he "thinks he has psoriasis." The patient's "skin doctor" advised he can use a therapeutic ointment called perrigo. It was reported that the patient's irritation improved after using the perrigo cream.